Event description:
Customer tested negative using the ihealth covid-19 antigen rapid test, then tested positive at the hospital, then tested negative again using the ihealth covid-19 antigen rapid test.

Manufacturer narrative:
1.customer tested negative using the ihealth covid-19 antigen rapid test, then tested positive at the hospital. 2. Test report from hospital has title "covid-19 antigen, manual",explain the antigen testing done.the customer has not indicated that he had a pcr confirmation of his covid diagnosis. 3. The manufacturer retested the lot (255co10919) positive samples,no false negative were detected.